Event description:
The contact reported that her husband obtained inaccurately high blood glucose readings with test strips, lot 16185b. The pt opened the test strips on approx. 12/1/96 and immediately began using them. The first reading he obtained with the test strips was in the 230 mg/dl range(specific result unk). He was very upset because his blood glucose level does not usually go above 180 mg/dl when using those test strips. The pt took his meter to his dr's office on approx. 12/20/96 to have it checked for accuracy. The dr performed a check strip test and the result was within range (no specific result available). The dr also performed a normal control solution test and the result was 117 mg/dl versus a normal control solution range of 115-173 mg/dl. The customer does not have any normal control solution to perform a control test with the rep. When the pt got home from the dr's office, he performed a side by side blood glucose comparison test using another brand test strips (lot unk) and test strips. The results were 160 mg/dl and 221 mg/dl respectively. The customer immediately performed a second test on a test strip and the result was 268 mg/dl. The code was set correctly for all tests. The desiccant is in the bottle of test strips. The customer stores the test strips in his bedroom.